Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was not confirmed. As per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 occurred on home choice (hc) during fill. The home patient (hp) stated that she was in fill 9 of 10 and the bag fell and disconnected. The hp will complete therapy with manual supplies. The baxter technical representative (tsr) advised the hp to discard supplies. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, (B)(4) spoke with the nurse regarding the reported issue of se 2240 . The nurse stated that the patient has been continuing therapy with no issues and will be following up with the patient in next few days. The nurse did not have any information on the cause of the alarm. The nurse was unable to provide any information on supplies or the lot number. There was no patient injury or medical intervention reported.